Event description:
It was reported that during inventory check after an initial left total knee procedure, a total tibial articular surface provisional instrument was found to be fractured. Here was no reported patient impact as a result of this malfunction.

Manufacturer narrative:
(B)(4). Associated medical product: tibial articular surface provisional shim size gh 12 mm thickness: catalog#42527900702, lot#62677157. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02352. (B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.